Event description:
Discrepant results on multiple pts when compared to a lab. The reported device result was 2.6, 4.4 and 3.6 inr. The corresponding lab result reported was 1.75, 2.16, 3.29 and 2.7 inr. Only pt info for one person was provided.